Event description:
A curvafix device was malpositioned during initial implantation. A secondary surgical procedure was performed to remove the malpositioned implant.

Manufacturer narrative:
This report is submitted pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by FDA, curvafix, or its employees that the report constitutes an admission that the device, curvafix, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available, not disclosed, or does not apply, the section/field of the form is left blank. Lot number of the subject device is unknown but based on surgical case usage determined to be either lot number 89090-3, dom 2023-05-05 or lot number 2024-02891, dom 2024-08-28.